Event description:
During laparoscopic hysterectomy, while cutting and sealing, the tip of the ligasure bent. A new ligasure was opened and the faulty ligasure was removed from the field. The covidien rep was contacted.